Event description:
The customer reported the system displayed an iris potentiometer error code which will cause this particular model to shut down without command. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.